Manufacturer narrative:
The device was returned for battery performance alert. Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic.

Manufacturer narrative:
Correction: date received by manufacturer should have been feb 13, 2019 not feb 14, 2019.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted on (B)(6) 2019. The patient was discharged.